Event description:
Loop electrodes used to resect fibroid in the uterus. Two loop end pieces broke off intra-uterus and the physician could not find them to remove them from the pt. No adverse outcome to the pt.